Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) spoke to the customer and confirmed that they do not require service. They were unable to duplicate the fault as described. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that while preparing to transport, the cardiosave intra-aortic balloon pump (iabp) was taken out of the hospital cart, and when it was placed on the stretcher and repositioned outside, the keyboard went blank and screen went to maquet logo with a long continuous alarm going off. Pumping was stopped at this time. It was communicated to the customer to turn the iabp off and to wait 10 seconds and then to turn it back on, which rebooted the iabp successfully. No other iabp was available to swap out to. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The customer called a getinge's emergency number. The pump was rebooted without any issue. No further repair was needed. The iabp was cleared for clinical use.

Event description:
It was reported that while preparing to transport, the cardiosave intra-aortic balloon pump (iabp) was taken out of the hospital cart, and when it was placed on the stretcher and repositioned outside, the keyboard went blank and screen went to maquet logo with a long continuous alarm going off. Pumping was stopped at this time. It was communicated to the customer to turn the iabp off and to wait 10 seconds and then to turn it back on, which rebooted the iabp successfully. No other iabp was available to swap out to. No patient harm, serious injury or adverse event was reported.